Manufacturer narrative:
(B)(4).

Event description:
It was reported that during device changeout procedure, electrocautery was used and the pulse generator exhibited loss of output. The device was explanted and replaced successfully. The patient experienced no adverse consequences.